Manufacturer narrative:
Continuation of d10: product ID wr9230, serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the manufacturer¿s representative (rep) who reported they were attempting to connect the wireless recharger to the implant. The wireless recharger was on the dock and all three green lights were seen on the battery. When the recharger was out of the dock, it was flashing red. The recharger was connected to the handset, but showed the recharger was inactive when it was removed from the dock and powered on. It was noted that the issue wasn¿t resolved as there was an out-of-box failure.

Manufacturer narrative:
Continuation of d10: product ID wr9230 serial# (B)(6) product type recharger product ID cd9000 serial# (B)(6) product type multiple therapy product h3: analysis of the wireless recharger found that there was no ins secret key. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.